Event description:
Complaint received from baxter sales rep. Customer reports the set cracked where the tubing attaches to the filter and leakage occurred during use. No reported patient injury or medical intervention. No additional information.